Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical review: a clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported hernia. There is a possible causal relationship between the patient¿s hernia and pd therapy on the liberty select cycler as they experienced a prior iipv event which could have caused or contributed to the hernia. However, it is unknown when the patient was initiated on pd therapy or when the hernia was discovered. Based on the available information and known risk for an overfill event with the use of the liberty select cycler, a possible causal or contributory relationship between the patient¿s adverse event and the liberty select cycler cannot be excluded. Although a causal relationship cannot be confirmed, a temporal relationship between the patient's pd therapy and the reported hernia remains. Should additional new information be made available this clinical investigation will be reevaluated.

Event description:
A peritoneal dialysis registered nurse (pdrn) for a patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) reported that the patient had a hernia. The pdrn stated that the patient reported that it felt like the liberty select cycler pulled them too hard and they have been completing manual exchanges. The patient developed a hernia on an unknown date and was admitted to the hospital hernia repair surgery.